Event description:
A customer contacted beckman coulter inc., (bec), and reported that synchron cx5 delta clinical system generated false low sodium (na) and false high chloride (cl) results for two patient samples. The results were not reported out of the lab. When the issue was noticed, the samples were repeated and those results were reported. Patient treatment was not affected.

Manufacturer narrative:
The samples were serum. Qc was run prior to the event, but no data was provided. A bec field service engineer (fse) rebuilt the ratio pump and an electrolyte injection cup (eic), checked the flow-cell, and replaced quad rings and the eic drain solenoid. The fse verified performance. No root cause was determined for this event. (B)(6).